Event description:
C-cc-CT - contamination; hair was observed when opening the package.

Manufacturer narrative:
Customer report was confirmed using attached photos from another country. The catheter was returned in the open tray and box, and has been removed from the pouch. The hair was not found with the returned device.